Manufacturer narrative:
(B)(4). Conclusion: using a damaged/broken product.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the graft lumen of the valiant device was flushed with saline solution; however, the resistance suddenly disappeared during flushing and the syringe was able to be pressed with no pressure, thus, saline solution could not infuse the stent graft. A large amount of water leaked through the assembly gap in the gray section on the distal side of the delivery system, from the external slider, from the flush port as well as the opening on the front grip. The device was implanted in the patient as the outer sheath was retracted to the proximal end of the stent graft and successfully flushed. No clinical sequelae were reported and the patient is fine.